Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: during a revision/distraction of a vepter ii procedure the set screw in the ti half ring was damaged during tightening and the surgeon did not remove the half ring. The procedure was completed and the ti half ring remains in the patient.